Manufacturer narrative:
(B)(4). Date sent: 12/18/2020. D4: batch # u5dg06. H6: component code = mechanical (g04); g06 safety. Per photographic & video evaluation: upon visual inspection of two photos and one video, the following was observed: the video shows an echelon flex 60 mm device on the hands of user. The device can be seen with the closing trigger in closed position. The user slightly presses the firing trigger, after that down the button of reversed knife. Newly press the firing trigger and push the button to open the closing trigger. However, after the third push on the button the closing trigger is open. The first photo shows a blue reload from top view and the sled can be seen partially advance. The second photo shows a blue reload aside view and some staples can be seen protruding. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis found that one ec60a device was returned with no apparent damage and with a ecr60b partially fired 1/16 reload loaded on the device. The returned device and reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The device opened and closed without any difficulties noted. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo(s)/video received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation.

Event description:
It was reported that during video-assisted thoracoscopic partial esophagogastrectomy and esophagogastric neck anastomosis surgery. The surgeon noted that it was difficult to fire on the first two firing and would not fire on the third firing, then could not open the jaw and try many times to open the jaw. Another device was used to complete the procedure. There were no adverse consequences to the patient.